Manufacturer narrative:
Customer service provided her product warranty information and instructed her to contact a lactation consultant and have her properly fitted for breast shields and also inquire about her expression issues. Customer service also directed her to the website for purchasing replacement parts if necessary. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer on (B)(6) 2013, she stated her obgyn diagnosed her with mastitis and prescribed dicloxacillin. She stated her mastitis infection has been resolved. She indicated the freestyle breast pump is working well but believes mastitis occurred due to her baby being congested. Within the past month, her baby has had an ear infection, bronchial spasms, and just recently developed a cold. "Mastitis is usually a benign self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breasted previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294). It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
Customer indicated she has low milk expression and a mastitis infection.